Event description:
The device was implanted on (B)(6) 2018. In (B)(6) 2019, the patient reported a loss of restriction and due to this fluid checks carried out. Discrepancy identified, xray carried out and port replacement surgery was performed on (B)(6) 2020. Port tested in surgery and leak identified.

Event description:
The device was implanted on (B)(6) 2018. In (B)(6) 2019, the patient reported a loss of restriction and due to this fluid checks carried out. Discrepancy identified, xray carried out and port replacement surgery was performed on (B)(6) 2020. Port tested in surgery and leak identified.